Event description:
The patient's mother contacted animas to report the patient's blood glucose (bg) has been running high since the afternoon of (B)(6) 2011. The patient's mother reported a high bg of 483 mg/dl at 2pm. The reporter confirmed the patient tested positive for ketones at time of high bg. The patient's mother gave a correction bolus via syringe in response to high bg. At the time of troubleshooting, the patient's mother reviewed pump settings and confirmed all to be correct. She informed animas customer support that bolus amount based on pump calculations and calculations appeared normal. There were no associated alarms in pump's history. Bolus, prime and total daily delivery was accurate. The reporter denied seeing air bubbles or blood in tubing. She confirmed there were no signs of insulin leaking at tubing/cartridge connection. In addition, the patient's mother reported no site issues or problems with bent cannula's. The reporter stated she has changed set twice since patient obtained high bg. The patient's mother reported that for the past year the patient has only used his hips for site placement. At the time of the call, customer support advised the reporter to change skin site and reviewed with reporter proper site rotation. Customer support noted there was no indication of a mechanical delivery problem with the pump. Although there is no evidence of a pump malfunction, this complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a

Manufacturer narrative:
Follow up #2 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history from (B)(4) 2012 to (B)(4) 2012 indicated that insulin delivery totals correctly reflected programmed values. No pump conditions or alarms indicating a pump malfunction were recorded in the alarm history or black box. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.